Event description:
Same case as #6000093-2005-01411. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt was initially seen at a facility in 2004, after experiencing chest pain, while jogging. An exercise treadmill test was done, which was negative for symptoms or diagnostic ischemic changes, however, nuclear imaging revealed an anterior ischemic perfusion defect also involving the anterior septum. The dr elected to do a cardiac catheterization. The mid -circumflex (cx) artery had a diffuse area of disease with 85-90% stenosis with timi 2 flow in the distal cx. The mid- left anterior descending (lad) artery had an 80-95% stenosis. The pt was to be loaded with plavix and intervention of the cx and the lad was scheduled for the next day. Access was obtained through the left femoral artery. The mid lad lesion was predilated with a 3.0x12mm quantum balloon inflated to 6 atm's. A taxus express2 3.0x28mm drug eluting stent was deployed. Ivus was done demonstrating good stent strut apposition. There was "no evidence of an edge dissection, although a slight hairline dye collection suggested there might be. It was elected to observe this section further rather than adding additional stents at that time." After stent deployment there is essentially 0% narrowing through the area of stenting. Intraluminal stent diameters are approximately 2.6mm to 2.7mm. The dr then focused on the cx artery and predilated the lesion. A taxus express2 2.5x20mm drug eluting stent was deployed at 10 atm's and postdilated at 12 atm's with a 3.0mm quantum balloon. A repeat ivus imaging showed good stent strut apposition. After stent deployment there was essentially 0% narrowing though the area of stenting. In 2005 the pt presented to the ER after experiencing "a lot of chest pain." In the ER, EKG showed massive st segment elevation in the anterior zone and the pt became hypotensive and went into cardiogenic shock. He had two episodes of ventricular tachycardia/fibrillation and had to be cardioverted. The pt had received 2 doses of retavase and was brought to the ccl. A balloon pump was placed through the left groin and 1:1 pumping started immediately to stabilize the pt. The pt was also on a dopamine drip. The procedure was started and the lad was sluggish with timi 2 flow antegrade indicating a thrombus within the stent. One of the distal lad branches was cut off indicating that a thrombus might have migrated down to that vessel. There was some haziness at the cx stent site but there was antegrade flow initially. The dr focused attention to the lad. A 190 bmw wire was used to cross the lad stent and lesion to the distal lad. Then a 3.5x23mm power cell balloon was used to make overlapping inflations within the stent up to 18-20 atm's to re-dilate the stent and re-oppose the stent. Now the lad was widely patent with good antegrade flow. Once this was completed, the cx became totally occluded with no antegrade flow. The 190 bmw wire was attempted to be placed through the cx but the shape of the wire was distorted distally and could not advance through the subtotal occlusion. A new bmw wire was positioned across the cx stent into the distal cx. A 3.5x15mm power cell was used to make overlapping inflation within the stent and proximal and distal to the stent. The lesion was dilated to 12 atm's and the stent was inflated to 18-20 atm's. The cx stent was now widely patent and both the lad stents remained patent. A left ventricular angiogram was done and the lv was found to be enlarged with severe hypokinesis. It was unclear how much was from previous insult and what was new insult. The balloon pump was left in place. The pt was on a reopro infusion. Once the right femoral sheaths would be removed, the plan was to restart heparin because of the balloon pump. No further pt complications were reported however, the dr indicated that the pt remained "critically sick" at the end of the procedure. The pt did recover and was discharged from the hosp.